Event description:
It was reported that a routine follow-up appointment, a significant increase in power consumption (450%) was observed from this device battery. Additionally, there was only seven months of remaining longevity, whereas a year ago the longevity project five years remaining. Boston scientific technical services (ts) was contacted and are waiting for device data to be sent so that a complete analysis can be performed. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a routine follow-up appointment, a significant increase in power consumption (450%) was observed from this device battery. Additionally, there was only seven months of remaining longevity, whereas a year ago the longevity project five years remaining. Boston scientific technical services (ts) was contacted and are waiting for device data to be sent so that a complete analysis can be performed. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that a routine follow-up appointment, a significant increase in power consumption (450%) was observed from this device battery. Additionally, there was only seven months of remaining longevity, whereas a year ago the longevity project five years remaining. Boston scientific technical services (ts) was contacted and are waiting for device data to be sent so that a complete analysis can be performed. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. It is unknown if the device will be returned for analysis.